Manufacturer narrative:
The previous driveline repair was reported under medwatch MFR report number 2916596-2017-00112. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that driveline fault alarms occurred while the lvad system was connected to batteries or the power module. The patient underwent an external driveline repair in january for a driveline issue, and repeat x-rays showed an area on the driveline internally that was of concern. Log files evaluated by the manufacturer's technical services representative revealed driveline fault and low flow alarms. The low flows alarms were reported to be a likely result of low patient volume due to diuresis. It was reported that multiple system controller exchanges were performed; however, the driveline fault alarms continued. It was reported that the patient is currently waiting for a heart transplant, and that the patient was reportedly asymptomatic. No additional information was provided.

Manufacturer narrative:
The report of driveline fault alarms was confirmed through the evaluation of the submitted system controller log files. The driveline fault alarms spanned a period of approximately 2 months. The information captured on the log files showed the pump operating normally at the set speed of 9200 rpms. Transient low flow hazard alarms were captured in the log file dated (B)(6)2017. A specific cause for the low flow alarms could not be conclusively determined. Based on the manufacturer''s complaint history and similarly reported events, the driveline fault alarms captured on two separate system controller could potentially be the result of compromised driveline wire; however, a specific cause for the alarm cannot be conclusively determined without an evaluation of the device. The patient remains ongoing on lvad support with the driveline fault alarm silenced. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information was received indicating that additional driveline fault alarms have occurred, and the decision was made to silence permanently the alarms.